Manufacturer narrative:
Original submission narrative: the device referenced in this report has not been returned to siemens for evaluation. If the device is received at a later date, this report will be supplemented. Investigation: the complaint was investigated for the acuson s2000 system shutting down or blank black screen when performing exams. A root cause could not be determined as no investigation was performed due to the system not being returned to (B)(6). However, because this was a direct sale of a system from the USA demo pool to the customer, the system is being exchanged within the USA country service and sales organization. There is no factory RMA (return material authorization) for the system; therefore, the machine will stay in the country. The system will not be returned via the system replacement process. Complaint reference #: (B)(4). Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
It was reported that the ultrasound system shut down and the screen went blank during a thoracentesis procedure. The sonographer rebooted the system to continue and complete the procedure. There was no report of loss of data so there was no need to repeat the scan. There was no patient injury reported. No additional information was provided.